Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) was performed and there was no device related thrombus (drt). 502 days post index procedure, a coronary computed tomography (CT) scan revealed a small overlaying drt on top of the closure device. The physicians started the patient on xarelto 20mg for three months in response to the drt, then will repeat a CT scan. The patient is stable and no other patient consequences were reported.